Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery frequently during normal use. The blood glucose reading was 600 mg/dl, which was treated with a manual injection. The customer was unable to troubleshoot, as this was a past event. The customer stated that sometimes he just took the insulin pump off, and he declined to return the infusion set and reservoir for analysis. Advised the customer to call when the insulin pump was alarming in order to properly troubleshoot. Nothing further reported.